Event description:
The patient reported cramping and swelling in the back of their calf. The trial neurostimulator was removed as scheduled on (B)(6) 2024. The clinician prescribed a muscle relaxant and a steroid pack, and the cramping and swelling went down 50%. The swelling, redness, and cramps are gone. The doctor is discussing other options (retrial/implant/intrathecal pump) for the patient.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review the questionnaire was completed with limited information. Inadequate fixation, incorrect surgical technique, patient contraindicating conditions, severe force applied to the implant, excessive twisting, bending, or stretching, and migration have been ruled out as potential causes of the reported issue. The stimulator is used to treat pain. The cause of the reported is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.